Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the device powered off when it was tilted/moved. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the device powered off when it was tilted/moved. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device determined the cause of the reported issue was due to the battery pins were loose. Physio replaced the battery pins and observed proper device operation through functional and performance testing. The device was returned to the customer for use.